Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
The patient experienced a loss of osseointegration in (B)(6) 2016 (specific date not reported), resulting in fixture loss.